Event description:
It was reported that the patient underwent an initial tibial fracture surgery. Subsequently, the patient was revised approximately eight months post initial implantation due to plate fracture, radiolucency at the tibial screw indicating loosening, and tibial fracture nonunion. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, a3, b4, b5, b6, b7, e1, e2, e3, g3, g6, h1, h2, h3, h6, h10. Reported event was confirmed by review of medical records. Review of the available records identified that ap postoperative view showed plate and screw fixation of a distal tibial fracture with anatomic alignment and a proximal fibula fracture. Lucency was noted along an adjacent independent screw at the level of the plate fracture. Osseous alignment appeared maintained. The fracture appears ununited. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign- (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial tibial fracture surgery. Subsequently, the patient was revised approximately eight months post initial implantation due to plate fracture. No additional patient consequences were reported.